Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedances on all contacts of the lead. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent an explant procedure on (B)(6) 2018. The patient was to undergo an MRI.